Event description:
It was reported that during a coronary stent procedure, the stent dislodged. The physician placed two taxus stents distal and proximal to the ostium. The physician was then going to attempt to place the liberte bare (mr) stent between the two taxus stents. He was unable to cross the proximal taxus stent. While attempting to retract the liberte bare (mr) stent, the stent dislodged remaining partially in the taxus stent and the aorta. The physician then used a gooseneck snare in an attempt to retrieve the liberte bare (mr) stent, however, the liberte bare (mr) stent had migrated distally. The physician then elected to use a maverick balloon and crush the liberte bare (mr) stent against the side of the vessel. The doctor then placed two other taxus stents. Patient status is listed as "fine".